Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that during pulmonary vein isolation, a versa cross access solution was selected for use. During the procedure, the dilator tip was damaged, like scratched, with a plastic part visible. The physician tried to insert the guide wire but it was stuck and was not possible to pass over the dilator. Hence, the device was replaced and the procedure was completed successfully. No patient complications reported. Product return is not expected as it disposed in the facility (disposed). As per the user it was hard to maneuver the guidewire in the dilator like the inner part was damaged.